Event description:
It was reported that a patient was undergoing a shoulder arthroscopy and biceps tenodesis. The device was being used for tenodesis. After screwing in the anchor and removing the insertion device it was noted that some of the anchor had broken within the patient. The broken pieces were removed. Fixation was checked and found to still be firm. Therefore no further action was required at that time.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.